Event description:
It was reported that the insulin pump experienced a keypad anomaly. The customer's wife stated that the esc and act buttons were not working properly. The customer's blood glucose was unknown. Troubleshooting was done. The customer's wife confirmed that the issue had been occurring for four days and that the customer had to hit the act button multiple times before the insulin pump would work. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer did not recall any significant events leading to the keypad issues. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no esc and act button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, and scratched reservoir tube window.